Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), back pain ("back pain/ lower back pain") and groin pain ("groin pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea, (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychiatric problems condition: anxiety"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal infection ("vag infection, infection (bladder/ urinary tract/vaginal) type: vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), hot flush ("hormonal changes, hormonal changes describe: hot flashes"), burning sensation ("neurological conditions or problems type: burning & numbness in lower extremities, burning in leg"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital infection female ("infection (bladder/ urinary tract/vaginal) type:gynecological"), panic attack ("psychiatric problems condition: anxiety, panic attacks not crazy feeling"), hypoaesthesia ("neurological conditions or problems type: burning & numbness in lower extremities") and memory impairment ("forgetfulness"), was found to have weight decreased ("weight loss") and underwent appendicectomy ("appendectomy"). The patient was treated with surgery (appendectomy, endometrial ablation and hyst. (Partial),salping (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, migraine, headache, burning sensation, fatigue, weight decreased, abdominal distension and panic attack had resolved and the menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, anxiety, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, hot flush, vaginal haemorrhage, genital infection female, hypoaesthesia, memory impairment, groin pain and appendicectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, appendicectomy, back pain, bladder disorder, burning sensation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital infection female, groin pain, headache, hot flush, hypoaesthesia, memory impairment, menorrhagia, migraine, panic attack, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmenorrhea, (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia, psych injury, bladder probs, urinary probs.,vag. Infect.,vag. Discharge,migraine, headaches, hormonal changes, nuero condit/prob, fatigue, weight loss, gi conditions. Groin pain. Current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea, (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/ (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal infection ("vag infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/prob"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Partial),salping (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, migraine, headache, nervous system disorder, fatigue, weight decreased and gastrointestinal disorder had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmenorrhea, (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia, psych injury, bladder probs, urinary probs.,vag. Infect.,vag. Discharge,migraine, headaches, hormonal changes, nuero condit/prob, fatigue, weight loss, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received- previously reported event ¿injury to herself¿ was updated to ¿pelvic pain". Events: "abdominal pain, back pain, apareunia, dysmenorrhea, (cramping), dyspareunia (painful sexual intercourse), menorrhagia/ (heavy menstrual bleeding), psych injury, bladder probs, urinary probs, vag infection, vaginal discharge, migraine, headaches, hormonal changes, nuero condit/prob, fatigue, weight loss, gi conditions", reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), back pain ("back pain/ lower back pain") and groin pain ("groin pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea, (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychiatric problems condition: anxiety"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal infection ("vag infection, infection (bladder/ urinary tract/vaginal) type: vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), hot flush ("hormonal changes, hormonal changes describe: hot flashes"), burning sensation ("neurological conditions or problems type: burning & numbness in lower extremities, burning in leg"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital infection female ("infection (bladder/ urinary tract/vaginal) type:gynecological"), panic attack ("psychiatric problems condition: anxiety, panic attacks not crazy feeling"), hypoaesthesia ("neurological conditions or problems type: burning & numbness in lower extremities") and memory impairment ("forgetfulness"), was found to have weight decreased ("weight loss") and underwent appendicectomy ("appendectomy"). The patient was treated with surgery (appendectomy, endometrial ablation and hyst. (Partial),salping (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, migraine, headache, burning sensation, fatigue, weight decreased, abdominal distension and panic attack had resolved and the menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, anxiety, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, hot flush, vaginal haemorrhage, genital infection female, hypoaesthesia, memory impairment, groin pain and appendicectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, appendicectomy, back pain, bladder disorder, burning sensation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital infection female, groin pain, headache, hot flush, hypoaesthesia, memory impairment, menorrhagia, migraine, panic attack, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmenorrhea, (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia, psych injury, bladder probs, urinary probs.,vag. Infect.,vag. Discharge,migraine, headaches, hormonal changes, nuero condit/prob, fatigue, weight loss, gi conditions. Groin pain current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs and mr received: previously added event hormonal level abnormal, psychological disorder, nervous system disorder and gi condition were updated to hot flashes, anxiety, burning sensation, and bloating respectively. New events: panic attacks, bleeding (vaginal), gynecological infection, numbness in lower extremities, appendectomy, forgetfulness, groin pain were added. Medical history, reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.